Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in the moderately tortuous and severely calcified right common iliac artery. A 6f non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 5.00x20mm sterling balloon catheter at 14 atmospheres. After the 8mmx27mm express ld stent was placed, post dilatation was performed with a 7.0mmx20mmx135cm sterling balloon catheter. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body and it was replaced with a 8.0 x 20, 135cm mustang balloon catheter. However, the balloon also ruptured in the first inflation after being inflated at 10 atmospheres for 10 seconds. The device was completely removed and the procedure was completed with another 8mmx4cm mustang balloon catheter. No patient complications nor injuries reported.